Manufacturer narrative:
Based on the information provided no conclusion can be made. Additional information was requested and the contact reported that no additional information would be provided. Hernia recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, phasix¿ st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue." A lot number was not provided. Without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It was reported that approximately 12-14 months post implant of a bard/davol phasix st mesh, the patient experienced a hernia recurrence.